Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose of 455 mg/dl. The customer also reported that the insulin pump alarmed no delivery. The customer's blood glucose was 515 mg/dl at the time of call. The customer stated that they treated the high blood glucose with manual injection. The customer stated that the drive support cap appeared normal. The customer performed troubleshooting and found bent cannula. The customer's blood glucose was 447 mg/dl at the end of call. The insulin pump will be returned for analysis.